Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited longevity calculations from 6.5 years to 5.5 years in a span of few months. Boston scientific technical services (ts) discussed that the right ventricle pacing threshold is increasing over the past 4 weeks. This device remains in service. No adverse patient effects were reported.